Manufacturer narrative:
Journal article: angioscopic assessments and clinical outcomes one year after polymer-free biolimus a9-coated coronary stent implantation authors: tsujimura, takuya; ishihara, takayuki; okuno, shota; iida, osamu; kurata, naoya; asai, mitsutoshi; masuda, masaharu; okamoto, shin; nanto, kiyonori; kanda, takashi; matsuda, yasuhiro; hata, yosuke; mano, toshiaki; ishihara, takayuki journal: journal of cardiology (japan). Year: 2021. Reference: doi.org/10.1016/j.jjcc.2020.10.002. Patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the death(s) was provided . If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article titled - angioscopic assessments and clinical outcomes one year after polymer-free biolimus a9-coated coronary stent implantation - was submitted for review. This was a single-center, prospective observational study, that aimed to compared arterial healing using coronary angioscopy (cas), as well as real-world clinical outcomes between the noval polymer-free biolimus a9-coated coronary stents (dcs) and drug-eluting stents (des). The primary outcome was the incidence of thrombus detected by cas approximately 1 year after implantation. Secondary outcomes were the other 1-year cas findings which included dominant neointimal coverage (nic) coverage grade, heterogeneity of nic grade, and maximum yellow color grade of the stented segment, and the 1-year clinical outcomes which included target lesion revascularization (tlr) and major adverse cardiac events (mace), defined as a composite of cardiac death, myocardial infarction (mi), target vessel revascularization, and stent thrombosis (st). The intra-vascular status of 74 dcs implanted in 55 lesions from 43 patients using coronary angioscopy (cas) approximately one year after implantation from a cohort of 219 lesions in 158 patients was evaluated. As a control, 239 second-generation durable-polymer des (dp-des) implanted in 211 lesions, from 180 patients, from a cohort of 2652 lesions in 1914 patients, were also evaluated. The medtronic resolute integrity stent was among the dp-des stents used in this study. Clinical follow-up was done approximately 1-year post stent insertion. The incidence of thrombus adhesion was similar in both dcs and dp-des groups. There was significantly better dominant nic in dcs than in dp-des 10 months after implantation with more heterogeneous nic and similar severity of yellow color grade. The cumulative incidence of tlr (4.6% versus 3.8%) and mace (11.6% versus 11.7%) was similar for dcs and dp-des. The cumulative incidence of definite st was very low in all patients. This study showed that dcs showed thrombus adhesion and clinical outcomes at 1 year similar to dp-des. Dcs can thus be used with similar safety and efficacy as dp-des.